Event description:
It was reported that the suture began to spit so the surgeon went back in to re-close the site. When the surgeon opened up the incision, surgeon felt that the "pds" lost its integrity and was decomposing too rapidly.